Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the midlly tortuous and midlly calcified diagonal vessel. A 2.25 x 16 synergy drug-eluting stent was used for treatment. However, the device would not go over the wire. The physician tried to wet and flushed the catheter. Distal kinked and partially damaged stent was noted. The procedure was completed with another 2.25 x 16 mm stent. No patient complications were reported.